Event description:
Procedure type: lap appendectomy. According to the reporter: after the bag was cinched closed and product was removed the surgeon noticed the remaining bag fell off the black ring into the pt cavity. The bag pieces were removed with graspers. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).